Event description:
The customer reported the system displays intermittent "filament errors" that are cleared with the touch of any button. Also the interconnect cable is too tight. No patient injury was reported.